Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) /2016, the patient experienced a rash. The sensor was inserted into the abdomen on (B)(6) 2016. Rash was located around the adhesive. On (B)(6) 2016, the patient's mother called the patient's doctor about the rash that had developed and was sent a prescription for allegra. The affected area was treated with the prescribed allegra. At the time of contact, the patient still had the rash. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.